Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit has stopped twice suddenly.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated sections: b4, e1(reporter, email), e2, e3, g3, g6, h2, h10.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The damaged cable was detected so the fse replaced the f.o.s. Interface test chamber and coiled cord cable to resolve the issue. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The equipment was available for use.